Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000069986.

Event description:
It was reported that the patient's lead had migrated. It is unknown which lead migrated. Surgical intervention occurred on (B)(6) 2023 during which the system was explanted and replaced to address the issue.